Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation in the state of having been rinsed and disassembled; therefore, the state of blood clot formation or the product performance of it could not be confirmed. IFU states: adequate heparinization of the blood is required considering patient condition and perfusion technique to prevent it from clotting in the system. Do not reduce heparin during circulation. Otherwise, blood clotting might occur. It was confirmed that there was no anomaly in the manufacturing-related records. Moreover, the product performance of the actual sample could not be evaluated. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation-perfusionist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the involved capiox device was used during cardiopulmonary bypass. Fibrin was pulsating on outer part of membrane. After the case finished, when the perfusionist drained the oxygenator she noticed white clots attached to the outside of the filter surface. The device was not changed out, the surgery was completed successfully. There was no patient injury, and there was no blood loss. The event did not delay the procedure. Additional information was received 06oct2020. Patient had multiple procedures prior to this event; fourth surgery. 9:51 pre-cpb act = 408. On cpb: 10:00. 10:15 act = 887. 10:45 act = 719. 10:50 - 1,000 units of heparin given (gave heparin because they saw clot). 11:04 act = 716. Pathology report from hospital on biologic material - fragments of fibrin, hemolyzed blood and rare blood components. Rare myocytes identified. About 45 minutes into case noticed clot. Stayed warm. Hematologic workups are not done routinely on their patients. There were no unusual pre-op meds given to the patient. The patient was not on pre-op anticoagulants. They do not rap. They often see act values of 999 on numerous cases and they think this is an acceptable value. Their protocol for a target act values is 400 seconds.